Event description:
Consumer complaint of high blood results. Customer normally is 180mg/dl fasting. Back to back blood results were 246 and 226mg/dl last 5 results from memory were 441mg/dl, 350mg/dl, 357mg/dl, 226mg/dl, 369mg/dl. Based on parkes error grid analysis, the bias between the highest result given (369) and the normal result (180) is located in zone b/c. No adverse event reported.

Manufacturer narrative:
(B)(4). Product not yet returned. Manufacturer acknowledges lateness of the report, per internal corrective action. This report should have been identified as reportable within 30 days of the identification (09/18/2014).